Manufacturer narrative:
On september 29, 2021 additional information received indicated that the patient underwent bilateral replacements with sientra implants as follow: l/cat#: 10621385-hp, sn#: (B)(6), r/ cat#: 10621440hp, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on february 09, 2021. Visual analysis of the returned sample revealed that the sm mpp gel 325cc breast implant was found to be ruptured and received in two parts. Additionally, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens or immune system disorders. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021 the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, and local reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old an asian female who underwent primary breast augmentation with a mentor memorygel 325cc silicone prosthesis experienced left sided rupture, and local reaction post procedure. The mammogram examination results indicated that left subpectoral silicone breast implant demonstrates intracapsular rupture. There is fluid surrounding the breast implant. As a result patient had the implant removed on (B)(6) 2021.